Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal discomfort and cloudy fluids. The cause of peritonitis was not reported. The patient was hospitalized for the event. The day after the onset, the patient was treated with fortum (1 gram stat dose, 250 mg maintenance dose, route and frequency not reported) and cloxacillin (1 gram stat dose, 250 mg maintenance dose, route and frequency not reported) for peritonitis. Three days after the onset, the patient was treated with amikacin (125 mg maintenance dose, route and frequency not reported) for peritonitis. Treatment with fortum, cloxacillin and amikacin were ongoing. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available as the reporter declined to provide additional information.